Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that in preparation for impella 5.5 insertion angios were taken of the artery, the md believed the artery was big enough to accommodate the 21fr cannula and believed it was 7mm. The graft was sewn on and impella wire placed in ventricle without issue. The 5.5 pump was inserted into the graft, but the inlet cage would not pass the arterial anastomosis. Several attempts were made to pass through including the use of mineral oil to lube the tip, but the vessel would not accommodate. The 5.5 procedure was aborted, and a cp was placed instead. There was no patient harm.

Manufacturer narrative:
The investigation for the delivery issues has been completed. The impella device was returned for evaluation. Upon evaluation of the device, there was no issues found with the device. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition since vessel were too small to pass pump through. Added- d9 device return date d4-corrected model number f6/f8 should have been left blank in the initial report. H6 impact code changed from 4627 to 4629.